Event description:
It was reported that the asymptomatic patient presented in clinic following backup vvi. It was noted that the patient had received magnetic resonance imaging (MRI) without being placed in MRI mode. The patient's presenting rhythm was 67.5bpm. A backup vvi status report did not print. A device restoration was performed successfully. There were no patient consequences.